Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that at the end of a chemotherapeutic infusion, the set leaks near the filter. It has been happening "a few times randomly" and only started "lately". No specifics about dates or number of occurrences given. She stated that each time was with separate patients.